Event description:
It was reported that the physician stated the patient came in with inflammation and irritation around the eye where the product was implanted. No replacement was needed at the time and the product will not be returned. Also, it is unknown if the implant is the cause of the inflammation. It was additionally reported that the patient was diagnosed with a hematoma and was treated with antibiotics.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported that the physician stated the patient came in with inflammation and irritation around the eye where the product was implanted. No replacement was needed at the time and the product will not be returned. Also, it is unknown if the implant is the cause of the inflammation. No other information is available at this time.